Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec unit was monitored and no blank display anomalies were noted. Unit passed displacement test. However, unable to prime unit during the prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform excessive no delivery test and occlusion test due to motor error and prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the patient had high blood glucose but not hospitalized. Customer's blood glucose was 502 mg/dl. Customer reported that they don't feel okay to troubleshoot. The customer was treated for high blood glucose with novolog and lantus pens. The customer's declined further high blood glucose troubleshoot. The customer's mother also reported via phone call indicating that the insulin pump had damaged. The customer stated that there is crack from bottom left to the middle top of the lcd screen. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.